Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had a cracked keypad and that they had lost consciousness. The customer's blood glucose at the time of the event is unknown. Troubleshooting was performed to identify the damage to the insulin pump, however the loss of consciousness was not reported by the customer in the initial phone call. The insulin pump was returned for analysis.